Manufacturer narrative:
Additional information was provided in d9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. No device was received. Iol received adhered to a piece of plastic in plastic wrap. Solution is dried on both surfaces of the optic and haptics. The iol appears intact. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, the iol appeared like that membrane was sticking. The film felt like it was not feeling right and the lens was exchanged with unspecified replacement iol after the initial implant procedure. Additional information has been requested.